Event description:
The user facility reported that during support for patient on an impella 5.5 pump, the access site had a hematoma develop. The team applied pressure dressing and reduced the systemic heparin. There was no purge heparin, as the patient had sodium bicarbonate. The pump remained on support and has survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis.